Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report recurrent mitral regurgitation (mr), requiring hospitalization and medical intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. Imagine was noted to be challenging due to diaphragmatic hernia causing transducer movement limitations. One clip was implanted, reducing the mr to <1. On (B)(6) 2018, it was found that the mr increased to 3. The clip remained stable on both leaflets. On (B)(6) 2019, a second mitraclip procedure was performed for treatment of the mr. One clip was deployed medial to the previously implanted clip, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported mitral regurgitation could not be determined in this incident. The reported patient effects of mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The poor image resolution was due to procedural circumstances. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.